Event description:
It was reported that bad led segment on display. No pt incident reported, and engage in monitoring.

Manufacturer narrative:
The returned device was evaluated. During this investigation of the device, it was observed that the led display segments were not illuminating correctly. The unit was found to visually and audibly alarm during alarm conditions. The ribbon cable was observed misaligned and poorly connected. It was reconnected to seat properly in the connector, and the unit functioned as designed.